Event description:
Patient treated with the model 2420 in the palatine tonsils under local anesthesia in day surgery. Pt had high fever the day after treatment. Ten days after treatment the pt had bleeding from tonsil and was hospitalized. Distributor contacted for further info on the treatment regimen used, and for a more detailed description of the bleeding and how it was treated on 6/13/01.